Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that the stent was still loaded on the distal end of the guide catheter. The guide catheter was broken; the proximal end was stretched, buckled and stuck on a non-bsc guidewire. The suture was intact, there was a suture mark near the distal end of the guide catheter and the suture hole was partially torn. The proximal hub of the push catheter was missing and the push catheter was broken. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to deploy the stent there was resistance, the guide catheter broke and the stent failed to deploy. The broken guide catheter became stuck on a non-bsc guidewire and the push catheter was torn. The flexima device and the guidewire were removed from the patient in one piece. The procedure was completed with another flexima biliary stent. There was no damage noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information confirmed that after the guide catheter became stuck, the push catheter was intentionally torn by the user and they attempted to release the stent again without success.

Manufacturer narrative:
(B)(4):the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician attempted to deploy the stent there was resistance, the guide catheter broke and the stent failed to deploy. The broken guide catheter became stuck on a non-bsc guidewire and the push catheter was torn. The flexima device and the guidewire were removed from the patient in one piece. The procedure was completed with another flexima biliary stent. There was no damage noted to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.